Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this complaint, attempts were made to obtain patient weight and complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2021-15022. It was reported that surgery occurred on (B)(6) 2021 to explant the patient's system for an unknown reason.